Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became unable to successfully communicate with her external devices due to being inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model.

Event description:
Follow-up revealed therapy has been restored.